Event description:
It was reported that after cleaning at the user facility paint chips disassembled from the device. No medical intervention and no adverse consequences were reported with this event. As this event occurred during cleaning, there was no patient involvement and no delay to a surgical procedure.